Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeling, the guidewire was bent and broken. In addition, it was noticed that the hydrophilic coating felt bumpy and the manufacturer will continue to investigate the issue. During the functioning test, it was found that the guidewire torque was not smooth which may have been a result of the guidewire being kinked/bent. However, the torque device was not returned for analysis. Therefore, based on the information currently available and the device inspection, the exact cause of the analyzed issues could not be determined.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating of the guidewire was peeling and the guidewire was broken. No clinical consequences reported to the patient.